Manufacturer narrative:
(B)(4) for the reported event of stent broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra stent was used for a stone retrieval procedure performed in the uterine on (B)(6) 2018. According to the complainant, during the procedure, it was reported that the catheter split inside of the patient. The broken piece was reportedly completely removed from the patient by hand. The procedure was completed with another polaris¿ ultra stent . There was reported to be no serious injury to the patient as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A polaris ultra stent was received for evaluation.a visual evaluation of the returned device, found that the pigtail was partially broken. The bladder pigtail was found to be ripped/torn. No other anomalies or damages were encountered. Base on the product analysis, it is likely that the catheter was ripped due to some handling aspect. The suture hole in the catheter was likely torn by the suture. The damage found is consistent with one caused when the suture is being pulled with excess of force; this may cause damage, deformities or device break. Therefore, taking into consideration all these factors and the condition of the returned device, the most probable cause for this event will be documented as ¿handling damage¿. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used for a stone retrieval procedure performed in the uterine on (B)(6) 2018. According to the complainant, during the procedure, it was reported that the catheter split inside of the patient. The broken piece was reportedly completely removed from the patient by hand. The procedure was completed with another polaris ultra stent. There was reported to be no serious injury to the patient as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.